Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was selected for use in a patient. It was reported that during the preparation of the reliant balloon the extension with 3-way stop-cock was not securely attached to the y-connector. The physician could tighten the 3-way stopcock to the y-connector without issue. Per the physician the cause of the event was related to the device. No further information is available. No clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.